Event description:
It was reported that pump displayed malfunction alarm with code indicating software error, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset pump without recurring malfunction, and was advised to continue using pump and call back if problem occurred again, which customer acknowledged and understood.